Event description:
During follow up with a home pt on an unrelated report, baxter's product surveillance dept was notified of a peritonitis episode involving a home pt who performs automated peritoneal dialysis therapy using the homechoice cycler and associated disposables. To date the home pt's nurse has not been available.